Manufacturer narrative:
Device is a combination product. A promus element ,mr,ous 3.50 x 20 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the distal region of the stent were noted to be lifted from their crimped position and pulled proximally. The undamaged crimped stent od (outer diameter) was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. An attempt was made to load a 0.014 test guidewire through the tip however this was unsuccessful due to the extent of the tip damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04feb2020. It was reported that advancing difficulty was encountered. The stenosed target lesion was located in the left main coronary artery. A 3.50x20mm promus element drug-eluting stent was advanced for treatment, but could not cross the catheter. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.